Event description:
Distributor received info that this co lead was capped due to oversensing. An invasive procedure was performed to replace this lead and the physician elected to replace the entire lead system with another device at this time. Two leads were involved in the pt's lead system. Distributor is unable to determine which lead had the problem, therefore will report on the serial 016626 lead at this time.